Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that while using the flex block kit; the catheter kinked inside the needle. No patient injury or harm reported.